Manufacturer narrative:
The complaint of leaks on item ch2000-c cannot be confirmed. Since no product samples were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and probable cause cannot be determined. Lot history review was reviewed and no non-conformities were found that would have led to the reported condition on the complaint.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is not yet received. E1 - additional telephone number - (B)(6).

Event description:
The event occurred on an unspecified date and involved a spinning spiros® closed male luer, red cap. The reporter stated that there were 5 reported events with chemo leaking due to malfunction of the device. There was unknown patient involvement; harm was not reported as a consequence of this event.

Event description:
Additional information was received stating that the leak occurred at the connection between the primary plum set w/ filter and the spinning spiros. The chemo was discovered leaking at the spiros site. It was cleaned up by the nurse after the chemo infusion was interrupted. A new spiros was placed after the connection was noted to be loose and the spiros able to be removed. Chemo leakage was cleaned up per protocol. Epoch (etoposide/vincristine/doxorubicin) continuous infusion (chemotherapy) was infusing. The tubing set up was with the epoch infusion bag with primary plum set with filter (primed with drug) attached to a spinning spiros. There was no blood loss or bleed back. Spiros was replaced as it was noted to be loose and disengaged from the primary tubing. There was no hole, cut, tears or any defect noted. There were no mating devices that were attached to the involved device. There was patient involvement and no patient harm reported as a consequence of this event.

Manufacturer narrative:
Additional information section b5.